Event description:
Caller reported a malfunction on the pump, identified by code malf 9, with fault ID 9-0x20f1. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Customer was assisted by cts with resetting the pump, a code reset was performed, and the malfunction did not recur. Customer was advised to continue using the pump and to contact support if the issue reappears, which they understood.